Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) indicates that the patient died after a brief illness according to an obituary notice. The cause of death from the hospice care center where the patient was staying was cardio respiratory arrest and colon cancer. During the index procedure, pci was performed on a 95% de novo lesion in the proximal lad 12mm in length in a 3.0mm vessel diameter. The lesion was classified as type a. A 3.0x13mm cypher stent deployed at 10 atm by direct stenting. There were no procedural complications. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure. Approximately 6 months later, the patient had had colon cancer with obstruction and had a colostomy. Shortly thereafter, she had a prolapsed colostomy for which they had to surgically treat and an ileostomy was added.

Manufacturer narrative:
The complaint received states that this cypress study patient died from cardio-respiratory arrest approximately 7 months post index procedure. This was an (B)(6) female with medical history including angina (within past 6 weeks), hypertension, allergy to penicillin, sulfa and clindamycin. The index lesion was in the proximal lad, described as de novo, type a, and 95% stenotic. A 3.0x13mm cypher stent deployed at 10 atms by direct stenting. There were no procedural complications. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure. The report received from the cypress study indicates that the patient experienced confusion on the same day of the index procedure. Approximately 6 months later, the patient was diagnosed with colon cancer and colon obstruction. Surgical excision and colostomy were performed. Shortly after the surgery, the colostomy became prolapsed. Colostomy repair and ileostomy placement were done for this event. The patient was transferred to hospice, where after "a brief illness", approximately 7 months post procedure, she died. The hospice center reported the cause of death to be cardio-respiratory arrest and colon cancer. The cypher stent cannot be disassociated from this event without further clarification. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15219907 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No nonconformance records were issued for this lot. No excursions were found for lot 15219907. Pre sterile subassembly lot 15219910 was reviewed and one unit was rejected during the assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient was of advanced age and had multiple medical conditions that may have contributed to the reported death.